Event description:
It was reported there was no magnet response, no telemetry and no pacing seen on surface ECG. Nine months previously, the device showed a longevity range of 1 to 3.5 years, with an average of 2.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.